Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. In response, customer changed the soft cannula infusion set and cartridge and resumed insulin delivery.